Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced low blood glucose level. Customer blood glucose level was 50 mg/dl. Customer also stated that the they having issue with 670g sensor and sensor glucose and blood glucose was not close. The device will not be returned for analysis.